Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported an occlusion alarm occurred. An infusion site change was performed and an additional occlusion alarm occurred the following day. The customer's current blood glucose (bg) level was 136mg/dl; there was no known impact to the customer's bg level during the first occlusion alarm. A system check was performed using the current supplies and the pump performed as intended. No damage was noted to the cannula. Tandem technical support advised the customer to monitor their pump supplies and explained that the occlusion alarm may have been caused by a temporary blockage at the site as the system check demonstrated the pump was functioning as intended. The customer reported alternate therapy was available for insulin therapy.